Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing to confirm the reactivity of the e antigen. Results were satisfactory. Pt sample was sent to ocd for further investigation. Satisfactory results were observed. The returned pt sample was tested with the retained lot of vra109. Pt sample reacted with both e+cells at both 15 and 40 minute incubation (2.5-3+). Additional e+ cells were also tested and were reactive. Customer provided add'l info regarding repeat testing performed at their site. Customer did observe reactivity with the lot of product. No further details provided.